Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The provided calibration traces showed that they were within the expected ranges between (B)(6) 2025, but the customer observed "failed calibrations" on (B)(6) 2025. The alarm trace on (B)(6) 2025 showed sample clot activation alarms 7 times, calibration error alarms 12 times, and a sample short alarm. The investigation did not identify a product problem. The elecsys hiv duo assay performs within specifications. The investigation of the provided data showed that the cobas e 801 instrument uses successful (previous) calibrations on the day of the event to generate results (calculate the patient sample results as well as qc results).

Event description:
We received an allegation that the cobas e 801 module allowed the processing of 107 patients' samples despite the elecsys hiv duo assay reagent pack failing the calibration. The samples initially tested negative, but they were insufficient upon retest.